Event description:
During the final actuation of the instrument handle, a cracking sound was produced and a piece of the instrument handle firing rack disengaged into the patient cavity. The surgical staff is uncertain as to whether the piece of the instrument firing rack was left behind in the patient cavity. Procedure: open rectal surgery.